Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The 3.0 x 12 mm graftmaster stent is being filed under a separate medwatch report number. Evaluation summary: analysis of the returned trek dilatation catheter noted that the hypotube was separated 88.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture face was oval shaped, as if kinked prior to separation. There were multiple bends and kinks noted to the catheter. Kinks or bends in the shaft can lead to weakening of the material such that subsequent application of force or further handling can cause a separation. In this case, it is likely that the shaft was inadvertently handled during the procedure, resulting in the shaft kinking as there was no damage noted to the catheter during the inspection prior to use. Further manipulation of the shaft at the kinked area would have contributed to the shaft separating. Although unrelated to the reported complaint, the analysis noted the inner member was collapsed and twisted proximal to the proximal seal for a length of 5.5cm. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. As this was not reported with the case information, it is possible the inner member collapsed post procedure and was further damaged during packing for return. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for hypotube separation or kinks for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Subsequent to the initial medwatch filing, the following additional information was received. A 3.5 x 19 mm graftmaster stent was used in the procedure, not a 3.5 x 16 mm, as initially reported. In addition, when the 3.5 x 19 mm graftmaster stent and the 3.0 x 12 mm graftmaster stent were implanted, a dissection was noted at the edge of the implanted 3.0 x 12 mm graftmaster stent. The dissection was treated with a 2.75 x 8 mm xience v stent. There was no reported adverse patient sequela. The patient was discharged home the following day. No additional information was provided.

Event description:
It was reported that the target lesion was in the mid to distal right coronary artery (rca). First, a 3.0 x 12 mm graftmaster and a 3.5 x 16 mm graftmaster were placed proximal to the lesion to treat an aneurysm in the ostium of the rca. The 2.5 x 08 mm trek was then advanced to the lesion through the two previously placed graftmaster stents. The balloon was inflated at the lesion for one inflation at 14 atmospheres. No resistance was noted during removal. After removal, the hypotube was noted to be kinked and subsequently separated. The device was not being manipulated when the hypotube separation occurred. A 3.0 x 08 mm trek was used next. It was advanced to the lesion and inflated at 14 atmospheres for one inflation. Upon removal, a kink was noted in the hypotube. A 2.75 x 15 mm xience was deployed without issue, to treat the lesion. No adverse patient effects were reported. No additional information was provided.